Manufacturer narrative:
Complaint (B)(4) retrospective filing. No samples were received for evaluation. Received customer pictures. We have no further complaints on the material/batches. We have no further inventory of 455010p/b17043dy. Samples from remaining gbo inventory of 455010p/b170836r were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Samples were checked for potassium content and none could be detected. No deviations could be observed in the samples. Some of the samples have been evaluated in a blood draw. Gel barriers formed correctly and good separation was observed in all tested samples when centrifuging using recommended parameters within 2 hours. The appearance of the gel barriers of tested samples is similar to those in previous blood draws. No hemolysis was observed in the tested samples. The tested samples did not resemble those in customer submitted pictures. The alleged malfunction is not justified.

Event description:
Customer states over the past six months they have experienced intermittent high/critical potassium levels on serum samples received from multiple patient draw sites. Customer estimates occurrence at two specimens per day. Customer confirmed with the draw sites that the specimens sit for 30 minutes before centrifugation. Customer observes the specimens, upon receipt from the sites, show visible hemolysis and gel not forming a complete barrier between the cells and serum. Customer will pull the serum to test potassium. If they see clots in the serum sample it is removed and generally the gel barrier comes with it. The lab will re-centrifuge only these specimens to complete the remainder of the chemistry tests. Draw sites are using fixed angle centrifuge for 15 minutes at approximately 1100g. Specimens do not remain upright in transport. Specimens are out for transport less than two hours. Customer could not address if the sites are seeing the poor sample quality after centrifugation, prior to transport.